Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a negative result with an alternate testing method (method unknown) and upon repeat testing with quickvue otc. 2 additional consumer events were communicated which are captured on separate reports.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a positive result with quickvue otc. The consumer then got a negative result with an alternate testing method (method unknown) and upon repeat testing with quickvue otc. 2 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Corrections: b4 - added today's date of the follow-up correction report. B5- corrected the description of event. H6 - added code 4059 to the medical device problem code (please remove code 1227).